Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found no malfunction and was unable to duplicate the reported b30 error. However, since it was reported to have an intermittent error, the scope socket was recommended to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, the light source would not connect to any endoscopes off and on for the day and coming up with scope communication error b30. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm. This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the scope communication error (b30) was due to contact failure in the scope socket contact. Olympus will continue to monitor field performance for this device.